Event description:
It was reported that a smiths medical pump failed delivery accuracy -7.9% while testing. No patient involvement.

Manufacturer narrative:
One cadd legacy 1 pump was received to investigate the reported failed accuracy. A DHR review, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log showed no evidence of the reported event. To further investigate the reported issue, three separate delivery accuracy testes were performed. Customer's problem regarding delivery accuracy was unable to be duplicated; the pump was slightly under delivering but within the published +/-6% specification. It was recommend that the expulsor be replaced in order to bring the delivery into more nominal of a range. No further actions were taken after replacing the expulsor.